Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with pump error 25 alarm due to non-sleep anomaly software error. Insulin pump was received with faded or stained serial number label and missing display window cover.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error and damage. The customer blood glucose level was 17 mmol/l at the time of the incident. The customer reported the error and the serial number label is no longer readable. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.